Event description:
It was reported that the nurse has patient who randomly dropped below targeted temperature (tt). From ~36.8c to 35.5c in about an hour in an arctic sun device. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, flow rate (fr) was 3l/m. Confirmed patient has not been given any medications. Device alerted 16 (patient temperature (pt)1 probe out of range) about 2 hours prior. Flexed temperature cable and patient temperature (pt) did not change. Plugged esophageal probe into bedside monitor to confirm temperature reading. Suggested discussing change in patient temperature (pt) with healthcare personal (hcp) and performing diligent skin checks with the increased water temperature (wt). Ol information and patient was on continuous renal replacement therapy (crrt), but they were not able to control the temperature of the dialysate. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the female that was transitioning to male patient. The patient was advised by mis to make sure that all hoses and tubes were connected properly. There was no impact to the patient. It was unknown if the device was sent to biomed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse has patient who randomly dropped below targeted temperature (tt). From ~36.8c to 35.5c in about an hour in an arctic sun device. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 37c, water temperature (wt) was 40.2c, flow rate (fr) was 3l/m. Confirmed patient has not been given any medications. Device alerted 16 (patient temperature (pt)1 probe out of range) about 2 hours prior. Flexed temperature cable and patient temperature (pt) did not change. Plugged esophageal probe into bedside monitor to confirm temperature reading. Suggested discussing change in patient temperature (pt) with healthcare personal (hcp) and performing diligent skin checks with the increased water temperature (wt). Ol information and patient was on continuous renal replacement therapy (crrt), but they were not able to control the temperature of the dialysate.